Event description:
It was reported that the abutment screw fractured at the site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned products identified no malfunction with the device. Complainant reported that the abutment screw fractured at the site. The reported complaint could not be verified. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. The following sections have been updated: h3: device evaluated by manufacturer. H6: evaluation codes. H10: additional narrative.